Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and gynemesh was implanted. It was reported that the patient experienced prolapse on (B)(6) 2012 and underwent removal surgery with a cystocele repair and rectocele repair. It was reported that the patient experienced mesh exposure and pain with intermittent catheterization, dyspareunia and mixed urinary incontinence, urge incontinence and fecal incontinence on (B)(6) 2016. It was reported that the patient underwent removal surgery of the exposed mesh in the right posterior and apical vagina, a cystoscopy and vaginoscopy on (B)(6) 2016.

Manufacturer narrative:
This emdr represents supplemental report#: 2210968-2017-30585 for previously submitted MDR number#: 2210968-2017-30260, subject of a litigation complaint summary exemption no#:e2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.